Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a female pt (age unk) the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.